Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on the right side on (exact date not reported). The patient was revised on an unknown date due to unknown reasons. Left side case: (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for this devices, the device history records could not be reviewed. Whiled a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and/or the device (s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).